Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial channel. Technical services (ts) reviewed the reports with the respective health care professional (hcp). This device remains in service. No adverse patient effects were reported.